Event description:
It was reported that during a procedure using a rf wire for transseptal puncture the wire was unable to cross; no errors were observed on the generator during use of the versacross wire, approximately 2 mm of the wire was exposed outside the dilator prior to the attempted crossing, two crossing attempts were made with rf applied each time, and no damage was noted on the distal end of the wire upon removal from the body. The procedure was completed with another of same device. No patient complications occurred.